Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that prolieve thermodilation system was used for a bph (benign prostatic hyperplasia) procedure on (B)(6) 2008. According to the complainant, a leak was discovered in the prostatic balloon during preparation for the procedure was successfully completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect kit. The reported lot number referenced the individual component's lot number; consequently, the kit manufacture date and expiration date are unk. A functional test confirmed the complaint and revealed the leak originated from the distal bond. The suspect device, a prolieve thermodilitation kit (catheter) was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the prolieve catheter lot # 615185 contained in the prolieve thermodilitation kit was performed; no anomalies were noted. (B)(4).